Event description:
It is reported that an intuition guidewire got stuck in the lumen of a lead during a procedure to place the lead in the lateral cardiac vein. The lesion exhibited little tortuosity and no calcification. The wire had been inspected prior to use and did not appear damaged. No resistance was felt when advancing the wire. Resistance was felt when removing the wire. Above normal exertion and excessive force was required to remove the wire. The wire finally came out rendering the lead unusable because another guidewire could not to pass through the lumen. The event occurred within first minute of use. It was reported by cath lab staff that some of the intuition wire was left in the lumen of the attain, and that the wire looked like it had lost some integrity. The wire was removed while the lead was still in the patient. No patient injury was reported. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Evaluation summary: the distal tip is detached from the distal portion of the intuition wire and still in the attain lead. It cannot be determined where the wire broke. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.